Manufacturer narrative:
Data analysis was not performed since no corresponding lab or repeated inratio value was provided by the customer. There is no comparable data. Further investigation could not be performed since no strip lot info was provided by the customer. Per general description of complaint, pt reported a nose bleed and a change in medication. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 6.9, lab: ng. Pt recently switched to pradaxa and had a nose bleed. Pt is now off coumadin and pradaxa due to high inr value.